Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4) this was a 29mm sapien 3 case in aortic position by transfemoral approach. During valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was fully expanded and no issues to the patient's hemodynamics were observed. The system was removed safely without causing an injury. The patient was recovering. The implanting doctor commented that calcium on annulus probably contributed to the balloon rupture.

Manufacturer narrative:
The device was not returned for evaluation. Photos were provided and the following was observed: there was a longitudinal burst on the entire length of the inflation balloon. The complaint for balloon burst was confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. As per customer report, there was presence of calcium at the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.